Manufacturer narrative:
The device was returned for analysis. The stent was not present on the balloon and did not return for analysis. The balloon folds were partially open. Crimp impressions were visible on the exposed balloon surface. A tear was visible on the distal shaft starting at the guidewire entry port and extending approx. 12cm distally through both the inner and outer lumen. The inner and outer lumen material was jagged and uneven at the tear site. Inflation testing was not performed. Deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the distal circumflex (cx) artery. The target lesion was reported to be moderately tortuous and severely calcified with 80-90% stenosis. No damage was noted to packaging and no issues were noted when removing the devices from the tray/hoop. The device was inspected and negative prep was performed with no issues identified. The lesion was pre-dilated. It was reported that the stent could not pass through the lesion and stent struts were damaged. The physician completed the procedure using a non-medtronic stent. The device did not pass through a previously deployed stent however resistance was encountered when advancing the device and excessive force was used during delivery. The physician does believe that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.